Manufacturer narrative:
The reported event was confirmed. During testing an unknown substance on the attachment was found. The engineering tech confirmed a leaking substance and visually confirmed debris and signs of broken down lube inside the device. The debris and corrosion that was identified in the device was likely the result of user error or poor cleaning practices at the account.

Event description:
The system 7 pin collet was returned to stryker instruments for service, and during functional analysis an unknown substance was found on the device. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The system 7 pin collet was returned to stryker instruments for service, and during functional analysis an unknown substance was found on the device. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.